Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received compromised force sensor system and insulin pump was not able to rewind. The customer¿s blood glucose level was unknown. Drive support cap was intact. The customer stated that insulin pump received button alarm error. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. The insulin pump will not be returned for analysis.